Event description:
The device was used during a pneumonectomy procedure. Reportedly, the clips did not advance. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
8/8/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition was attributed to the actuating arm spring which disengaged. However, the cause for this condition could not be reliably determined.